Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore ause of event cannot be determined.

Event description:
It was reported that the patient underwent posterior spinal fusion surgery at th10/iliac, "pso" surgery at l4 and transforaminal lumbar interbody fusion surgery at l4/5/s for spinal degenerative. Post-op, rod at l4 was broken and it caused correction loss. It was also observed that at th10, most cranial side endplate was fractured. So revision surgery (posterior fusion) was performed and fixiation level were extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.